Event description:
A peritoneal dialysis pt reported that he was in the hospital for two weeks due to clinical issue. He also said that he was not draining the amount from previous fill phase. The pts' peritoneal dialysis nurse reported that the pt was in the hospital for bronchitis.

Manufacturer narrative:
Add'l attempts to the nurse have been made with no add'l info provided. This MDR includes all event info rec'd to date. A supplemental report will be submitted upon completion of the plant's investigation.